Manufacturer narrative:
(B)(4). Evaluation summary: the mitraclip delivery system (cds) was returned for investigation, but the reported difficulty in removing the lock line could not be confirmed during returned device analysis. As the lock line was not returned, a proxy lock line was loaded into the device. The cds was inserted into the steerable guide catheter (sgc). Curves were applied to the devices (75 degrees on the sgc, 90 degrees on the cds in the m direction) and the lock line was removed without issue. Snares were loaded into the cds and the same system curves were applied. Both snares were removed without issue. The investigation was unable to determine a definitive cause for the reported event. It is possible that procedural conditions such as tension on the device due to challenging patient anatomy may have caused damage to the lock line lumen coils. Damage to the lumens may have restricted the removal of the lock line; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Review of the electronic complaint history identified no other incidents associated with the difficulty in removing the lock line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the intervention required to remove the lock line during clip deployment. It was reported that during a mitraclip procedure in a patient with degenerative mitral regurgitation grade 4, during lock line removal, the lock line became stuck in the delivery system. A goose neck snare was inserted into the lock line lever and the lock line was successfully removed. One clip was successfully deployed, reducing mr grade to 2. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.